Event description:
It was reported that during implant, the doctor manipulated the deflectable handle after inserting it into the body, but it was not working properly so it was replaced with a new electrode catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The manipulator wire was kinked and fractured within the handle. It appears that the catheter had a curve pulled that was restricted when the manipulator wire control (tip deflection control) was pushed forward and the manipulator wire kinked and broke.